Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by medwatch, guidewire tip fragment found after central line placement failure. Thin linear density measuring approximately 1.8cm, presumed guidewire tip, is seen within the right transverse foreman of c6 extending to the right neural foramina of c6-c7, possibly within the right vertebral artery versus vertebral venous plexus. Two additional punctuate hyper density is notes in the svc, possibly a guidewire fragment. Catheter was removed, and a new one was placed. Patient did not have nay symptoms related to the retained guidewire fragment.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Additional information received 01-july-2025: CT neck soft tissue without IV contrast was performed to check for guidewire tip in vessel. Impression: thin linear density measuring approximately 1.8cm, presumed guidewire top is seen within the right transverse foramen of c6 extending to the right neural foramina of c6-c7, possibly within the right vertebral artery versus vertebral venous plexus. Additional puncture hyperdensity is noted in the svc, possibly a guidewire fragment.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken guidewire was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one sealed 13fr trialysis catheter kit. The kit components were macroscopically and microscopically inspected but no remarkable features were identified. Based on the available evidence, the customer's reported defect could not be confirmed.